Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the cause of the noisy image is related to component failure. However, the cause of the white residue could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had white residue in the air and water channel, and a noisy image. There was no patient involvement.

Manufacturer narrative:
This report is supplemented to provide a correction to a previously submitted report. Corrected field: h9 - value was incorrectly reported and should be blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to h9.